Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a "medication delivery error- overinfusion ". It was reported that the device delivered 750 milligrams of levaquin in approximately 20 minutes. The incident occurred during patient therapy and therapy was stopped. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. The software version is currently not known.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device was inserted into the biliary tree when resistance was felt and the basket tip disengaged. No stones had been captured at that time. The device was removed and the procedure was completed with another trapezoid rx lithotripter compatible basket device. Reportedly the device was prepared normally and no anomalies were noted while testing prior to use. Additionally, no attempt was made to remove the basket tip from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation did not confirm the reported condition of an overinfusion, and the root cause could not be determined. No action was necessary to repair the pump related to the reported condition. Trend review determined that similar reports have been received by baxter. Service history review determined that this device had not been previously serviced by baxter. Device history review determined that no nonconformance reports were documented for this device during manufacturing. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).